Event description:
It was reported that iab therapy was indicated because the patient coded. After the iab was inserted, blood was noticed in the helium tubing, and the pump alarmed. Because of this, the iab was removed. There were no patient complications.